Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed the device went into back up vvi status. The asymptomatic patient presented in clinic and a device download was successfully performed. Patient monitoring will continue.